Event description:
Performing a pta/atherectomy (percutaneous transluminal angioplasty) of the rt (right) leg. After using the diamondback device, it was noticed the wire was fractured. The wire was successfully retrieved without any complications.